Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event is due to the physician advancing the guidewire past the lesion with the 0.035" j-tip guidewire, contrary to the IFU, patient resistance to medication or a silk road medical device, hence it will be reported out of an abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that four hours after a right transaortic artery revascularization (tcar) procedure, the patient became aphasic. Imaging revealed a patent stent and an embolic event. The patient returned to baseline the next evening. The patient was compliant with dual antiplatelet therapy (dapt), but it is unknown at this time if the patient is dapt resistant. No intervention was performed. Additional information stated that the physician had crossed the lesion with the 0.035" j-tip guidewire of the enroute transaortic neuroprotection system (nps) wire twice before clamping and the establishment of flow reversal. The nps IFU cautions "take care to ensure the system is not inadvertently advanced further into the cca while manipulating the sheath, dilator, and/or guidewire." Crossing the lesion with a guidewire before flow reversal could possibly dislodge emboli from the lesion and cause an embolic event as this is an unprotected stage of the procedure. At this time, it is unknown if the reported event is due to the physician advancing the guidewire past the lesion with the 0.035" j-tip guidewire, contrary to the IFU, patient resistance to medication or a silk road medical device, hence it will be reported out of an abundance of caution.